Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the wires from the patient's stimulator have loosened and were on the skin surface which resulted to pain. No further information can be obtained at this time.

Manufacturer narrative:
On (B)(6) 2016 a review of the device history records could not be conducted as the product information associated with this event is unknown.

Event description:
A report was received that the wires from the patient's stimulator have loosened and were on the skin surface which resulted to pain.